Event description:
Caller states the inform base unit is scorched from within. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6).